Event description:
Related manufacturer report number: 2017865-2022-06270. It was reported that a patient presented to clinic with high pacing impedance noted on both the right ventricular (rv) lead and atrial lead. The physician elected to explant and replace the rv and atrial leads. The patient was recovering after the procedure.